Manufacturer narrative:
Updated fields - b3, b4, d9 device available for evaluation and date return to manufacturer, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d10, e1 (event site state). A rn and clinical program manager responsible for this area of care called and explained that the patient was moving considerably during the procedure, which likely triggered gas loss alarms and led to their internal complaint. Although she believes the balloon is most likely functioning properly, she will return it out of caution. A biokit is pending to be sent per request. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between sheath and catheter. The non-maquet sheath was returned over the catheter tubing. The extender tubing, pressure tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The evaluation cannot confirm the reported failure. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient exhibited significant movement, which likely triggered the gas loss alarms. No harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.